Manufacturer narrative:
Age, 62 - 76 years. Gender, both males and females. Weight and ethnicity: information unknown, not provided. Date of event: article accept date 27 july 2020. Catalog # partial information provided as serial number was not provided. Serial # information unknown/ not provided. Expiration date: unknown/ not provided as serial number was not provided. UDI # unknown/ not provided as serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, there is no indication of explant. Device manufacturing date: unknown not provided as serial number was not provided. MFR telephone: (B)(4). Device evaluation: the device(s) were not returned for evaluation. Therefore, product testing could not be performed, and a failure analysis cannot be completed. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records and complaint history review could not be conducted as the serial numbers were not provided. As a result of the investigation there is no indication of product quality deficiency. Reinhard, t., maier, p., böhringer, d., bertelmann, e., brockmann, t., kiraly, l., salom, d., piovella, m., colonval, s. & mendicute, j. (2020). Comparison of two extended depth of focus intraocular lenses with a monofocal lens: a multi-centre randomised trial. Graefe's archive for clinical and experimental ophthalmology (2021) 259:431¿442 https://doi.org/10.1007/s00417-020-04868-5. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of two extended depth of focus intraocular lenses with a monofocal lens: a multi-centre randomised trial a prospective multi-centre randomized study was done to compare two extended depth of focus (edof) intraocular lenses (iols) and one monofocal iol. A total of 211 patients with clinically significant bilateral age-related cataract were randomized into three groups: patients implanted with either at lara 829mp (edof; n=78) (carl zeissmeditec), the tecnis symfony (edof; n=69) (johnson & johnson) or the CT asphina 409mp (monofocal; n=68) (carl zeiss meditec). At 6 months post-op, 1.5% of the patients implanted with the tecnis symfony did not reach the ± 1.0 d target. At 6 months post-op, 9.8% of patients implanted with tecnis symfony were spectacle dependent for far distances, 13.8% were spectacle dependent for intermediate distances, and 70.8% were spectacle dependent for near distances. Post-operative complications reported during the course of follow-up with tecnis symfony include punctate keratitis (n=6) and cystoid macular oedema (n=4). At 6 months follow up with patients implanted with tecnis symfony, 13.6% were having difficulty with daily activities, 40.9% were having difficulty doing work or hobbies that require to see well up close, 45.5% were having difficulty reading ordinary print in newspapers, 74.2% were having difficulty reading the small print in a telephone book, on a medicine bottle or on legal forms, 9.3% were having difficulty driving during the daytime in familiar places, and 30.2% were having difficulty driving at night. Additionally, 33.8% of patients implanted with tecnis symfony were observing symptoms of glare, 40.9% were observing symptoms of halos, and 38.5% were observing symptoms of starbursts. There are no indications in the article of any interventions provided.